Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. The patient reported blood glucose results of 7.7 mmol/l with a lifescan meter and 5.6 mmol/l on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan's criteria for accuracy. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 (08/05/2013)-device evaluation: the analysis of the subject meter was completed on (B)(4) 2013 by lifescan product analysis with the following findings: the reported complaint could not be reproduced during investigation. The meter functioned normally and no issues were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lfs product has not been returned to lifescan for evaluation. If the subject product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.